Manufacturer narrative:
Qn#(B)(4). Complaint voided: based on what was reported it appeared that there were multiple defects. However, after further review with the complaint investigator, it can be confirmed that only one defect was present with the device. Therefore, only one complaint was needed.

Event description:
It was reported that the first clip came out closed and fell in the abdomen. The following clips would not come out aligned and would not open to the maximum as expected. Used only 2 clips and then we replaced the device.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the first clip came out closed and fell in the abdomen. The following clips would not come out aligned and would not open to the maximum as expected. Used only 2 clips and then we replaced the device.